Event description:
It was reported through the research abstract ¿development of aortic regurgitation after lvad implantation with descending thoracic aorta anastomosis technique¿ that heartmate 3 (hm3) may be associated with bleeding, thrombus, pulmonary edema, and aortic regurgitation requiring surgical intervention. This case study followed two patients, and each will be reported separately (first case is captured under (B)(4)). The second case evaluated a heartmate 3 patient implanted (B)(6) 2019. Due to a previous coronary artery bypass graft (CABG), a descending thoracic aorta anastomosis technique (dtaat) was utilized. The patient experienced a hemothorax post-operatively that required blood transfusions. Soon after implant the patient¿s aortic valve was closed with pump speed 5200 rpm and pump flow 4.1 lpm; an echo-contrast was noted in the aortic root. A thrombus was later identified above the non-coronary cusp. After 354 days on support, in (B)(6) 2020, the patient experienced a pulmonary edema. A transesophageal echocardiogram (toe) was performed that revealed a significant aortic regurgitation that would require an urgent transcatheter aortic valve replacement (tavr). Device was implanted at the time of the event. Specific patient information and device serial number were documented as unknown.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Article information: castrodeza, j., ortiz-bautista, c., blázquez, z., valero, m., pedraz, á., ruiz, m., sousa, I., juarez, m., barrio, j., zatarain, e., pinto, á., & fernández avilés, f. (2022). Development of aortic regurgitation after lvad implantation with descending thoracic aorta anastomosis technique. The journal of heart and lung transplantation, 41(4), s239. Https://doi.org/10.1016/j.healun.2022.01.1738 hospital general universitario gregorio maranon, madrid, spain. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: the mentioned "first case" was reported under manufacturer report number 2916596-2022-11524 . Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events of aortic insufficiency, bleeding, and thrombus could not be conclusively determined through this evaluation. The device history records were not reviewed as the serial number of the implanted heartmate 3 left ventricular assist device is unknown. The referenced case consisted of a heartmate 3 left ventricular assist device patient. The heartmate 3 left ventricular assist device serial number, as well as other specific case/patient information, is not available and was not requested. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction¿, lists bleeding and thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Additionally, section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.